Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 10 bd vacutainer® sst¿ ii advance plus blood collection tubes air bubble were discovered in the gel. Patient information was not reported. The following information was provided by the initial reporter, translated from french to english: date of occurrence: (B)(6) 2023. Description: discovery between (B)(6) and (B)(6) of around ten tubes with one or more air bubbles in the gel. The defect is most often detected during the filling of the tube. Some tubes are available for expertise.